Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility.

Event description:
A report was received that a pt was explanted because the pt's pocket site had opened up, and the ipg was exposed. No infection was present. The pt is reportedly doing well following the explant procedure.